Event description:
It was reported that a participant using the ilet experienced a high glucose event during the night, with sensor data indicating a peak of 391 mg/dl and approximately six hours above range. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and no reported long-term impairment. Investigation included review of available glucose reports and outreach to the participant for additional information. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.